Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that 14 xia 3 titanium blockers migrated post-operatively creating what's known as an 'audible spine' where noise can be heard during movement. No revision surgery is scheduled at this time. This report represents the 11th of the 14 blockers.

Manufacturer narrative:
Describe event or problem was updated to reflect the new information that was received.

Event description:
It was initially reported that 14 xia 3 titanium blockers migrated post-operatively creating what's known as an 'audible spine' where noise can be heard during movement. Additional information indicates only 2 of the 14 devices migrated. The device captured in this report functioned as intended and did not cause or contribute to the reported event. The two migrated devices are captured in reports 3005525032-2020-00002 and 3005525032-2020-00003. This report represents the 11th of the 14 blockers.